Event description:
It was reported that the pt received a burn to the leg from the handpiece overheating during a cartcel transplant-tibia shift procedure. The burn is 2 cm by 1.5 cm and reported as a secondary blister. An antibacterial dressing and gauze were applied along with regular dressing. The procedure was completed with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was corrosion and problems with the sag head and bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.